Event description:
It was alleged that the patient was using the device for 4 hours and the patient was still not cool. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
No issues were identified related to a defect with the product.

Event description:
It was alleged that the patient was using the device for 4 hours and the patient was still not cool. The patient was not adversely affected and no clinically relevant delay in treatment was reported.